Event description:
This is the same pt and same event reported under MDR ID# 2939859-2002-00040 (mcghan medical # 2017432). This is the second MDR submitted for the second suspect product, also a mcghan medical device. Pt developed symptoms of hypersensitivity at injection sites. Pt now alleges flare up of preexisting fibromyalgia. Physician has treated pt with oral omicef, oral prednisone, topical pediboro, and topical bactroban cream.